Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the distal rca was treated with one resolute onyx drug eluting stent. Approximately 8 months post index procedure the patient suffered a gi bleed. The patient was on dual antiplatelet therapy at the time of the event. The patient was treated with upper endoscopy, colonoscopy, blood transfusion and medication. The investigator assessed that the event was not related to the index device but probably related to anti-platelet medication. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.